Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that at around 9am, the patient began shaking. The reporter gave the patient a glass of orange juice since her cgm value was 80 mg/dl and trending down. No bg meter reading was taken at this time. Emergency medical services (ems) was also called. Once ems arrived, the patient¿s cgm was reading 60 mg/dl and no bg meter reading was taken. Ems treated the patient with ¿liquid sugar juice¿ and transported her to the emergency room (ER). At the ER, the patient bg was tested, but the value was not reported. However, it was stated that the patient¿s cgm and bg meter readings were ¿significantly off¿. She was observed for approximately 4 hours before being discharged. No medication or treatment was provided to the patient. At the time of discharge, the patient¿s bg meter reading was 150 mg/dl while the cgm was reading 350 mg/dl. The patient was ¿okay¿ at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. When the patient had a glass of orange juice, there was not a complete set of reported glucose values available to search within the parkes error grid calculator. At the time of discharge, the reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.